Manufacturer narrative:
D11 additional information: lot number of concomitant product is s3z6nw0k714529e. H3) the solid state drive (ssd) was returned to medtronic for analysis. Analysis revealed that upon initial boot, the system booted to the grub menu and counted down and proceeded to the login screen. The grub menu was unable to be replicated after 10 shutdowns/restarts. No failures were found. The software logs were returned to medtronic. Analysis was not completed at the time of filing. H6) fdm 10, fdr 213, fdc 67 apply to the ssd analysis. Fdm 4118, fdr 3233, fdc 11 apply to the software logs. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 1.2.0. H3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: ssd 9735999 with s8 os s8 svc; lot/serial number: unknown. A medtronic representative went to the site to perform a system checkout. The start-up issue was confirmed and the solid state drive was replaced. Fdm 10, fdr 114, fdc 4307 are applicable to the system checkout fdm 4114, fdr 3221, and fdc 4315 are applicable to the solid state drive. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while setting up the systems for the day and logging in, a black screen was seen with a white cursor in the upper right corner. Multiple troubleshooting attempts failed to resolve the issue. The medtronic logo screen was able to be seen but then immediately went back to the black screen with white cursor. There was no patient involvement. An alternate system had to be used for the upcoming procedure.